Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: a review of the pump¿s black box and alarm history showed a call service cs 088 alarm prior to consecutive pump reboots. The returned battery and cartridge caps were used for investigation. The battery compartment was found to be intact with no damage observed. The battery cap was able to fit securely to the pump. During testing, the pump was unable to power on to the verify screen; the display remained blank. The audible tone and vibration features functioned properly. A leak test was performed and a display lens leak was found. Further testing was not able to be performed due to the blank display and moisture damage. The pump¿s cover was removed, and moisture corrosion was found to the force sensor circuit, the display flex/connector, and to the watchdog circuit. The power issue was not able to be adequately investigated. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.